Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8285988 . Medical device expiration date: n/a. Device manufacture date: 2018-10-12. Medical device lot #: 8344962. Medical device expiration date: n/a. Device manufacture date: 2018-10-12. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8285988 item #305236. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #8344962 item #305236. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that 100,000 needle filter blunt fill 18x1-1/2 bns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: presence of a 2 mm long metal splinter on the needle. It would appear from the description of the facts mentioned by the client that the metal splinter was outside the needle protector, resulting in an injury to the practitioner when the protector was removed or replaced.